Event description:
End-user reported skin breakdown to peristomal skin at the 6 o'clock to 3 o'clock position under wafer's mass, since his surgery in (B)(6) 2012.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user educated in crusting techniques by using stomahesive powder and cavalon spray thereby forming a crust. Samples were sent to end-user. No additional pt/event details have been provided. A return sample for eval is not expected. Should additional info become available a f/u report will be submitted. (B)(4).